Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise over-sensing causing pacing inhibition on the right ventricular (rv) lead. Programming changes were made to resolve the issue. The patient will be continued to be monitored and had no adverse consequences.